Manufacturer narrative:
1 x zebd-7-7 of lot number c1609162 was returned to cirl open in its original packaging. The device involved in the complaint was evaluated in the laboratory on 27th september 2019. A kink was observed on the 5th porthole at the tapered end of the stent. A 0.035-inch wireguide was passed through the stent without issue. A second file has been requested to be opened for the negative feedback comments made. Prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 of lot number c1609162 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1609162. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-6: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened. Complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/ bent'. When the user was straightening the pigtail with the straightener, the stent became kinked. The stent did not touch a wire guide. Therefore, another zebd-7-7 was used instead to complete the procedure. There have been no adverse effects to the patient reported.